Manufacturer narrative:
(B)(4). Event occurred in (B)(6). Complaint sample was evaluated and the reported event was confirmed. A versys 36mm femoral head was returned for evaluation. As returned, the articulating surface exhibits damage in the form of scuff marks and scratches. Dimensional measurements are taken and they were conforming to print specifications. Liner was not returned. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2017 - 06726.

Event description:
It is reported that the patient was revised due to dislocation. No additional patient consequences were reported.